Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383517 and lot number 3300006. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd nexiva single port needle did not disengage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, in the imaging department, this patient underwent a full abdominal enhanced examination in our department. When the indwelling needle was inserted, it was found that the needle could not be withdrawn. We explained the patient well and re-venipunctured.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.